Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the trigger of the device would stick when the knife was retracted. No patient injury resulted or medical intervention was required. A new device was used to continue the procedure.

Manufacturer narrative:
Evaluation summary: one bz4212 was received and evaluation of the returned device could not confirm the reported condition. The investigation found the knife to advance and retract smoothly along long the knife track when the jaws were closed and the knife trigger was pulled. The knife trigger retuned home position when the trigger was released. Engineering determined the device met specification. The reported issue can be caused by factors during use. Cautions are provided in the instructions for use to prevent these issues. The investigation found the device to function normally and within specifications. The instruction for use (IFU) states: to divide tissue, maintain steady pressure on the lever and pull the cutting trigger until a hard stop is reached. Then release the trigger to allow the blade to retract. IFU also states, failure to maintain steady pressure on the lever while cutting could result in inadvertent reactivation of energy. The IFU also states: if the cutting trigger does not automatically return to position, open the lever to manually return the cutting trigger. The IFU also states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting e effectiveness. Do not activate the instrument while cleaning. Wipe jaws surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: additional information: if information is provided in the future, a supplemental report will be issued.